Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received in the fully deployed state. The download data contained no timeouts, drive stalls, or hazard alarms, indicating the pod functioned as intended. The pod delivered 56 pulses, indicating the priming sequence was completed. A bolus delivery was not observed. The needle mechanism was manually reset to the not deployed state and, then manually deployed. No damages or defects found that would result in the needle deploying early. Inspection of the needle mechanism assembly found no damages or manufacturing deficiencies that would result in the needle deploying early. It cannot be determined what caused the needle mechanism to deploy early.